Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause of the probe breakage could be related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a probe damage error message was displayed then the probe broke off inside the patient when the physician was cutting the uterus. The probe was retrieved. The procedure was completed using a different device. No patient injury occurred.